Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 3 years, exhibited a monitoring voltage of 2.65v @ mol2. The charge time is 13.3 seconds. All lead diagnostics are normal. The physician is concered that there has bee a rapid drop in battery voltage.